Manufacturer narrative:
Product event summary: at analysis, it was determined that the ventricular output connector was broken, though the device did pass its incoming testing performed on an automated test system. The unit was to be cleaned and inspected, have its output connector assembly replaced and then be calibrated and retested on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned for "failure unknown, please make a functional check" and subsequently tested out of specification during manufacturer's analysis. There were no patient complications reported as a result of this event.